Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced of insulin flow block alarm event on (B)(6) 2024. The blockage was located in the tubing. The patient also experienced bleeding at site. No further information available.